Event description:
During a lap procedure, the distal end of the anastomosis stoma was not sewed and did not find staples in the abdomen. Used hand sewing to complete the operation. No pt consequence.